Event description:
The international customer reported the device exhaled volume was 15% lower than the set volume. The customer did not observe the leak % reading on the device. The customer reported the device was in use on a patient and there was no patient harm. The customer reported the issue was occurring intermittently and the ventilator high inspiratory pressure (hip) and low minute volume alarms were sounding. Data from the device observed the hip alarm occurrence. A hip alarm indicates that circuit pressure exceeds the high pressure limit. When a hip condition occurs, the ventilator immediately cycles into the exhalation phase and illuminates the low priority indicator. Then on the second consecutive breath with a pressure violation, sounds the audible alarm, lights the alarm high indicator, and displays hip message as reported. A hip occurrence may result in a lower tidal volume to the patient. Manufacturer's field service engineer reported extended self testing was performed and passed. The customer reported the exhalation filter has been in use since the device was purchased, which is past the recommended interval for use. The service engineer will replace the filter to address the finding.